Manufacturer narrative:
(B)(4) are applicable to this event. (B)(4) is no longer applicable to this event. (B)(4) is applicable to this event.

Event description:
Additional information received from the consumer reported that the patient underwent two surgeries to remove the device. Once for the pump and once for the catheter ((B)(6) 2015). The patient took 14 days of antibiotics and 4 days of intravenous infusion for a bad bacterial infection. The infection was noted to have started in (B)(6) 2015. The small hole in the catheter was further specified as cracked/fractured and leaking. The patient ran out of oral dilaudid on (B)(6) 2015, and has had increased pain since the pump was removed. Patient had an appointment with a surgeon, and current situation was being addressed by managing health care provider (hcp). It was further reported that the patient was still having liquid leaking out and building up in stomach. The patient noted that they were on antibiotics, but it was not resolved. The issues were stated as related to the device. Further information was reported that the staples were removed on (B)(6) 2015, and 2 days later the patient had a big lump where the pump used to be. The location where the catheter was removed is oozing/leaking foul smelling liquid. The symptoms were noted as burning, soreness, and red. The patient was redirected to the managing hcp. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Event description:
On this report date the patient reported the previous information regarding seroma and infection. The patient stated that he was still experiencing medical issues as a result of the troubles he had when the pump was explanted. His digestive tract was not functioning properly and he could not seem to urinate right or get rid of his stool. The patient stated that when the pump and catheter were explanted, the catheter was shattered and cracked. The patient was looking for answers on how his medical condition could be improved and was advised to continue working with his doctors.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer, on (B)(6) 2015. It was noted in regards to having to the pump and catheter removed as previously reported that the patient was very sick. That was when it had been determined the patient had the infection. The patient was in the hospital on heavy antibiotics due to the bacterial infection. It was reported they had thought it was a seroma over the pump for four months before finding the catheter was leaking, as previously reported. The leaking catheter had been the cause of the fluid buildup. Following the pump being removed, the patient couldn't urinate or have a bowel movement. The patient wasn't on any oral medications, he was but had stopped taking because it didn't resolve the issue. His muscles just didn't contract to urinate or have a bowel movement. The patient wanted to know what could be causing it. Further information was received the same day from a health care provider (hcp) who reported the pump site was infected, which was previously reported. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient had fluid around the pump area after refills that gradually subsided after the refill. At the refill in (B)(6) 2015, the fluid spurted out of the needle hole and bandage and on the patient¿s shirt after the refill. The patient was seeing a neurologist within the week and was bringing the fluid to the neurologist to have it tested. A cap (catheter access port) study was done yesterday, but not a catheter dye study. The doctor was going to do a dye study, but he accessed the cap, withdrew fluid/csf (cerebrospinal fluid) ¿out and in via the cap¿ and determined everything was okay. The doctor thought the fluid around the pump pocket area may be a seroma. At the last 2 refills, they aspirated 2.1-2.3ml from the reservoir port. The pump was refilled every 20 days. Normally, 5.2-5.6ml was aspirated from the reservoir. Per the patient, the pa (physician¿s assistant) pushed the drug in real fast. The patient wanted the fluid analyzed as the doctor told him the pump couldn¿t be leaking. The next pump refill was (B)(6) 2015. The patient planned to inquire more if it happened again as he was suspicious. The patient inquired if the pump could cause trouble with him urinating. On (B)(6) 2015 it was reported that the patient had been having increased pain symptoms for the last couple of months; he did not have withdrawals. The physician had noticed the last few times after the patient would have refills he would end up coming back with fluid in his pocket and the physician would drain it. He decided that it would be best to do a pocket exploration. The patient was taken to surgery the week before (B)(6) 2015 to explore the pump pocket to determine the cause of the repeated fluid in the pocket. It was discovered that the catheter had a small hole in it at the pump pocket site. The physician thought that was why the fluid would accumulate. The patient came in on (B)(6) 2015 for a catheter replacement procedure, but the pump pocket site was infected and the patient had a 102 degree fever. The physician decided to explant the pump and catheter. Cultures were going to be sent to the lab. The patient was going to be started on antibiotics and oral medications for pain. They planned to let the patient heal for a couple of months and then replace the pump and catheter. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering fentanyl and clonidine.